Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that she had to go to the intensive care unit due to high blood glucose of 894 mg/dl. Customer mentioned to have issues with the set. Customer was unable to troubleshoot at time of call. Customer will not be returning the device for analysis.